Event description:
It was reported that during a breakfast meal announcement the pump issued an occlusion alarm that interrupted insulin delivery, after which the user later completed another meal announcement at the peak of hyperglycemia while correction insulin was still active, leading to insulin stacking; the event is associated with user procedure and the user interface. Symptoms included hypoglycemia. Outcomes included the need for medication-level intervention, with the user treating the low glucose using oral glucose. Investigation included communication with the reporter and analysis of information provided by the user. Investigation of this case revealed no device malfunction, a usage problem was identified, and the issue related to an improper procedure or method involving the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event. The user received troubleshooting and education regarding meal announcements and avoiding insulin stacking.

Manufacturer narrative:
Initial.